Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that when the physician was attempting to implant the lead, the white tail was unable to go into 0-7 slot of the ins. The physician attempted to insert the lead into the 8-15 slot instead. It was reported that the impedance on the 0-7 slot was fine, but the impedance on the 8-15 slot was showing >10000 ohms. The physician attempted to reinsert the lead into the 8-15 slot multiple times without success. It was reported that the physician wanted to switch out the ins. No symptoms or complications were reported.